Event description:
The customer reported obtaining high glucose patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman laboratory solution specialist (lss) evaluated the au5800 clinical chemistry analyzer and found the fluororesin coating of the r1 mix bar was chipped. The lss replaced the mix bar to resolve the issue. The lss performed cleaning and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).